Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site has had different instruments that will not track.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was stated the system was checked and no issues were found and there have been no recurrences.

Manufacturer narrative:
Correction: follow-up 1 report aware date should have been 2019-10-25. If information is provided in the future, a supplemental report will be issued.